Event description:
It was reported by service report that the bolt broke during assembly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bolt for hydraulics.